Event description:
A report was received that during the patient¿s revision procedure, the ipg¿s communication with remote control was lost. The physician decided to replace the ipg. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the physician suspected the ipg damaged was due to the use of monopolar electrocautery.

Manufacturer narrative:
.

Manufacturer narrative:
Device evaluation indicated that the complaint of charging/telemetry anomaly was confirmed. Device was charged 4 cycles in an attempt to bring it out of hibernation, but was unsuccessful. When the device was cut open, it was externally powered and sleep current was measured at 152ma, which was out of the expected range, and indicates the device current drain was too severe to power the ipg electronics. Vh to ground = 47 ohms; it should measure in the megohm range. It was determined that the slave asic u3 had an internal short(s)resulting in excessive current drain of the battery. The damage done to the slave asic-u3 resulted in the inability to charge the ipg and/or get it out of reset mode, regain telemetry functions and turn on stimulation. The use of electrocautery during the revision was the root cause of the reported complaint.

Event description:
A report was received that during the patient's revision procedure, the ipg's communication with remote control was lost. The physician decided to replace the ipg. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Event description:
A report was received that during the patient¿s revision procedure, the ipg¿s communication with remote control was lost. The physician decided to replace the ipg. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001.)